Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect turbine driver pcb component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect turbine driver pcb component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved "motor fault" alarm on this ventilator device. The customer evaluated the device and isolated the turbine driver printed circuit board (pcb), as the cause of this failure. The customer stated no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis group received the suspect 3 phase motor driver part number 71597a, serial number (B)(4) rev. H. For investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the 3 phase motor driver into a test device and cycle the device on for an extended period without fault. At this time, the reported event was not or duplicated. Therefore, no component root cause can be determined, the findings do not lead to a clear conclusion about the cause of the reported event.